Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the resin part of the image guide flexible pipe had fallen off. Additional findings were as follows: due to a cut on connecting tube, water tightness is lost, due to a scratch on objective lens, streak of flare appears in the image, the objective lens, the video connector case, the light guide connector, the protector of the video cable section, the video cable, the protector of universal cord on control section side, the universal cord, the up/down plate, the angulation lever, the grip, the switch box, the scope cover, the control unit, the video connector, the universal cord, all have a scratch, the connecting tube both has a wrinkle, the label on light guide connector is peeled, the image guide protector has a cut, due to damage on charge-coupled device unit, a noise image occurs, and due to a scratch on electrical contact of video connector, a noise image occurs. Based on the results of the investigation, the reported phenomenon was reproduced, however a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue]. This issue is addressed in the instructions for use (IFU): [cautions for usage] important and basic cautions: (2) do not forcibly apply bending, drastically operate bending, or pull/twist while bending is applied. This may damage a body cavity or cause bleeding or perforation. Moreover, bending may not return during examination. (3) do not insert or remove an endoscope while the bending section of an endoscope is fixated. This may damage a body cavity or cause bleeding or perforation. (4) do not operate insertion or pulling with excessive force while the bending section is fixated. Do not perform operation without observing the movement of the product by depending on an endoscope image. This may cause bleeding, perforation, or damage of the device. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the rhino-laryngo videoscope had an air leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the resin part of the image guide flexible pipe has fallen off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.